Event description:
The pt received two trial scs leads (from the same lot) on (B)(6) 2011. It was reported the physician experienced difficulty advancing the lead in the epidural space due to the pt's anatomy. Several attempts were needed to successfully implant the leads. The pt reported a strong electrical sensation in the lower right leg and foot. The pt advised this pain was new. The pain persisted post-operatively. Programming provided effective coverage of the pt's pain from the low back region to his feet. Follow-up info revealed there was no residual nerve irritation. The trial was considered successful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.